Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not for diagnosis. Girod. P.p., et al. (2017). Asymmetric pedicle subtractionosteotomy (apso) guided by 3d-printed model to correct a combined fixed sagittal and coronal imbalance. Neurosurg rev, pp.1 -5. This report is for an unknown t-pal (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article girod. P.p., et al. (2017). Asymmetric pedicle subtractionosteotomy (apso) guided by 3d-printed model to correct a combined fixed sagittal and coronal imbalance. Neurosurg rev, pp.1 -5. The purpose of the study was to prove the not only interesting, but important role 3d-printed modeling plays in the preparation and treatment of kyphoscoliosis. The study focuses on one patient, a (B)(6) woman diagnosed with a rigid kyphoscoliosis with multilevel spinal stenosis. The surgeon took a computed tomography (CT) scan in order to create a 3d-model and performed with continuous intraoperative neuromonitoring with motor evoked potentials (meps) and somatosensory evoked potentials (meps) and somatosensory evoked potentials (seps) a spondylodesis at t12-s1 (expedium; depuy synthes) and an asymmetric psoplus at l3, and spo with an l4/5 tlif cage (t-pal; depuy synthes). The duration of the operation was 531 minutes. There were no perioperative complications, apart from a durotomy that did not have any postoperative sequelae. The patient spent one night in the intensive-care unit and was discharged after 2 weeks. No external immobilization or additional rehabilitation was necessary. At the 24-month follow up the patient was reported to have improved remarkably since the surgery. This is report 1 of 1 for (B)(4). This report is for an unknown t-pal and refers to serious injury of 1 unknown patient who experienced a durotomy.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Original report - comorbidities were not documented in the original report; revising report - kyphoscoliosis and spinal stenosis were added as comorbidities in the revised report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.